Event description:
It was reported by service report that the stretcher had inaccurate scale due to malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.